Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus could not calibrate, even after changing to another one. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis confirmed customer complaint. Stylus tip position on touch screen needs calibration. No other functional problems found. Software reconfiguration will be performed to eliminate possible software issues. Connector touch screen cleaned and reseated. Touch screen recalibrated. Device was cleaned. Passed electrical safety tests. Passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.